Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the cheeks, nose and chin. Ten months later, the patient returned to the clinic with "swelling and pain on nose" and "slight swelling and tenderness on chin and cheek." There was no sign of infection. Patient was treated with augmentin and arcoxia. Symptoms resolved a week later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and pain: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the cheeks, nose and chin. Ten months later, the patient returned to the clinic with "swelling and pain on nose" and "slight swelling and tenderness on chin and cheek." There was no sign of infection. Patient was treated with augmentin and arcoxia. Symptoms resolved a week later.